Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the pt800 and pt802 transducer. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been evaluated by vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there are four different errors. The customer reported there is no patient involvement associated with the event.